Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the devices display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.